Manufacturer narrative:
Device evaluation: the lay user/patient¿s meter and test strips have been returned on 4/3/2015 and 4/22/2015, evaluated by lifescan product analysis on 4/11/2015 and 4/24/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high blood glucose results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read inaccurately ¿around the beginning of (B)(6) 2015¿, when he obtained alleged inaccurate high blood glucose results with the subject meter compared to another meter. No results were provided for either meter. The patient manages his diabetes with a combination of medication (novolog and lantus insulins). He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate high results. He reported, ¿two hours¿ after the start of the alleged issue, he developed symptoms of ¿sweaty and headache¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. The cca also noted that the meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 - 4/27/2015 correction, supplemental sent to summit information omitted from follow up #1. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.